Manufacturer narrative:
There is no indication that there was any malfunction or failure of the nalu system or it's components. The communication issues noted by the patient were determined to be directly related to the patient's change in physical condition after having the system implanted.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2021. In (B)(6) 2024 the patient reported some issues with communication between the implantable pulse generator (ipg) and the external therapy discs, ultimately leading to inadequate pain relief from the system. Investigation and troubleshooting found that the patient had sustained significant weight loss after the nalu system had been implanted. The communication issues were determined to be directly related to the patient weight loss. Weight loss reduces the stability of the ipg due to loss of tissue and increase in loose skin. Patient was scheduled for surgical revision in order to move the ipg to a more stable location or position as related to the patient's current anatomical makeup. During the procedure, on (B)(6) 2024, the existing ipg was damaged and required replacement. Additionally, the existing leads were inadvertently pulled out of place during the procedure and were also replaced with a new set of leads.